Event description:
It is reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Dimensional investigation could not be performed as no components returned for review. The device history record for the femoral component and the bone cement were reviewed with no issues found. This device is used for treatment. Primary surgical notes do not note any abnormalities during surgery. The trial reduction found the knee to be well balanced in all planes of motion and good patellar tracking. The pt underwent a manipulation, 2 months post surgery with no complications. Then seven months post tka; the findings of a nucs, bone scan 3-phase states: "moderate uptake of activity seen about the components of the femoral and tibial components of the right prosthesis." It was also noted the uptake seen "may be normal" due to it was less than 7 months post original tka. The findings of a subsequent wbc scan suggest that the femoral component was loose. The revision surgery notes state they removed the femoral component; "using curved osteotomes we carefully removed the cement beneath the prosthesis. The prosthesis readily was removed with some bone loss centrally in the box region." The revising surgeon also noted, "the pt was found to have an oversized femoral component which was loose via isotope testing." Compatibility of the components was reviewed with no issues found. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. The info provided on this form was previously submitted under mfg report number 1822565-2014-01203. This report will be amended when our investigation is complete.